Event description:
It was reported that a revision surgery was performed due to patient presented stiffness and pain. Polyethylene insert was replaced for a thinner component.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. It was reported that a revision surgery was performed due to pain and stiffness approximately four and a half years post implantation. It was further reported that the surgeon was concerned that the poly insert has disengaged, and it was therefore exchanged with a thinner component. The batch number is unknown. Additionally, there are no patient medical records or radiographs to be provided for review. Based on insufficient information, a clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Based on this investigation, the need for corrective action is not indicated. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.